Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient was unable to communicate with the charger or the programmer. The patient stated she had not charged the ipg in six months. Consequently, the patient's scs ipg was replaced. The patient was programmed postoperatively and stimulation therapy was restored.